Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following event description: the patient was undergoing a robotic hysterectomy, right salpingectomy and excision of endometriosis. During the procedure the surgeon thought there was a burn on the anterior abdominal. Bipolar shears had been used prior to this discovery, and the surgeon feared possible arcing. The defect may have been a trauma from manipulation or an actual burn. A second surgeon was called in to assist with evaluation of the entire bowel for any possible defect. This prolonged the procedure significantly. No additional defects were noted and the patient recovered well.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode or patient injury. The da vinci system serial and instruments involved with this complaint are unknown. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that a possible arcing event occurred and the patient was injured. However, at this time, the details of the arcing event and patient injury are unknown.